Event description:
Md had echelon stapler pse60a (lot j4ca2f), he was planning to stablize lung tissue. He closed staple and it locked, he pushed button and the blade partially advanced and froze. Tissue was not cut. Md could not unlock stapler even with manual tool. Physician managed to wiggle the stapler off the tissue without apparent injury to patient. New stapler was obtained with new load which was applied without further incident. Lot# of load could not be determined as several lots were open, ref# of load was ecr60d. Stapler and load handed off from field. Representative from ethicon examined stapler; he had to force open the manual opening tool with more than usual force to confirm it wasn't obvious operator error. Stapler was then placed in red bag and given to nurse manager with original stapler package. No apparent harm to patient noted.